Manufacturer narrative:
(B)(4) concomitant medical products: 115382, comp rvs cntrl scr 6.5 x 30 mm st, 877000. The 115370, comp rvs tray co 44 mm, 848480. The 113618, comp primary stem 18 mm micro, 661170. Xl-115363, arcom xl 44-36 std hmrl brng, 478500. The 405889, comp rvs 2.7 mm dia drl, 055780. The 115310, comp rvrs shldr glnsp std 36 mm, 933470. The 180557, comp nlk scr 3.5hex 4.75x15 st, 452670. The 405800, comp. Rev shldr 9 in steinmann, 132910. The 180551, comp lk scr 3.5hex 4.75x20 st, 664220. The 405883, comp rvs 3.2 mm drl, 04_310. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02448.

Event description:
It was reported by the patients legal counsel that the patient underwent right shoulder arthroplasty. Subsequently, the patient was revised due a fractured central screw and a loose glenosphere. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right shoulder arthroplasty. Subsequently, the patient was revised due to a central screw fracture and a loose, disassociated glenosphere. During the revision, it was found that the screws had migrated and cut out the posterior glenoid. The patient was converted to a hemi-arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02448, 0001825034-2018-03159, 0001825034 - 2018 - 03160, 0001825034 - 2018 - 03161.